Event description:
It was reported to philips that the heartstart xl defibrillator was used with single use paddles on a pt who had a pace shock in sync mode where the defibrillator did not deliver the shock. There was no negative impact to the pt.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.